Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
A customer reported that product # n104a (lot # 16215037) burned a patient during a medical procedure. The customer did not have any case specific information or handpiece settings.